Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -15.5/+6.0/169 (sphere/cylinder/axis) in the patient's left eye (os), on (B)(6) 2018. The reporter indicated the lens rotated (not associated to a low vault). The lens was repositioned but the problem was not resolved. The reporter indicated the surgeon plans to explant and exchange the lens but to date the lens remains implanted. The reporter indicated the cause of the event was due to wrong measurement. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).